Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine had a burnt heater rod. There was no reported patient involvement. When tested, the biomed stated the heater rod displayed either out of limits (ol) or 23.8 ohms. When the heater rod was removed from the hydrochamber the biomed noticed that it appeared burnt. The biomed resolved the reported issue by replacing the heater rod. The damaged part was confirmed to be an original fresenius part. The biomed confirmed there was no burning smell, and there were no signs of any smoke, sparks, or flames. At the time of the event, the machine had 1211 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated they would contact technical support (ts) to set up an rga to have the part returned for failure analysis.

Manufacturer narrative:
Plant investigation: the heater was returned to the manufacturer for physical evaluation. The heater was received with discoloration (signs of thermal damage) along the heater rod. Measurements were taken across the heater wires and found to be out of specification ¿ol¿ (open load). The resistance between the heater wires must be 10.8 ±5% (10.26 - 11.34). The heater was installed onto a test machine for testing and the heat disinfect program failed. The temperature remained at 29°c. The temperature must reach to 80°c in order for the program to be completed. There was no additional damage to the heater during functional testing. The reported thermal decomposition was confirmed and the failure was traced to an electrical malfunction on the heater rod.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed and the cause was traced to a component failure.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine had a burnt heater rod. There was no reported patient involvement. When tested, the biomed stated the heater rod displayed either out of limits (ol) or 23.8 ohms. When the heater rod was removed from the hydrochamber the biomed noticed that it appeared burnt. The biomed resolved the reported issue by replacing the heater rod. The damaged part was confirmed to be an original fresenius part. The biomed confirmed there was no burning smell, and there were no signs of any smoke, sparks, or flames. At the time of the event, the machine had 1211 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated they would contact technical support (ts) to set up an rga to have the part returned for failure analysis.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine had a burnt heater rod. There was no reported patient involvement. When tested, the biomed stated the heater rod displayed either out of limits (ol) or 23.8 ohms. When the heater rod was removed from the hydrochamber the biomed noticed that it appeared burnt. The biomed resolved the reported issue by replacing the heater rod. The damaged part was confirmed to be an original fresenius part. The biomed confirmed there was no burning smell, and there were no signs of any smoke, sparks, or flames. At the time of the event, the machine had 1211 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated they would contact technical support (ts) to set up an rga to have the part returned for failure analysis.